Event description:
Repair center: alleged alarming/red light. The roth valve is stuck, the poppet valve is not shifting, the heat exchanger is leaking, the sieve bed tubing leaks, the sieve beds are saturated, the tie wraps leak, and the gear clamps leak.